Manufacturer narrative:
Evaluation revealed the 2.7mm xxl volar dr plate, stand, le and both bone screws, t7, 2.7x14mm to be the subject products. No further associated products were reported. Review of the device history records revealed no discrepancies. The items were documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. A physical examination of the distal radius plate could not be carried out as it was implanted. Two bone screws were returned, which were broken near the head. The breakage surfaces showed a cliffy and rough structure indicating that the screws broke spontaneous in a brittle fracture due to a torsional overload during insertion. The appearance of the damage pattern (torx-profile stripped / thread of screw shaft significantly deformed and flattened) indicated that excessive force must have been applied during screw insertion leading to the breakage of the screws. In case of intended use such damage would not have occurred. The IFU includes several warnings regarding screw insertion to prevent breakages and deformations (i.e. Screws should not be over tightened during insertion; usage of drill guides; usage of taps in case of hard bone; axial pressure during screw insertion). The operative technique variax distal radius locking plate system furthermore advises that ¿in hard, cortical bone a 2.3mm cortical drill bit (60-23341) or the 2.7mm tap (62-27010) may be used to insert the 2.7mm screw to help reduce the risk of screw breakage during insertion.¿ based on the above facts it can be ascertained that the root cause was not related to a deficiency of the devices, but can rather be found in the intra operative procedure.

Event description:
During variax dr surgery, the surgeon drilled screw hole with a 2.0mm drill bit. The surgeon inserted the cortical screw into the plate screw hole. However, the shaft of cortical screw broke. The surgeon removed the broken screw. The surgeon drilled another screw hole with a 2.3mm drill bit. The surgeon inserted the locking screw in another screw hole. The shaft of screw broke again. The surgeon was not able to remove the shaft of broken screw. The surgeon is requesting an immediate investigation of the broken screws.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During variax dr surgery, the surgeon drilled screw hole with a 2.0mm drill bit. The surgeon inserted the cortical screw into the plate screw hole. However, the shaft of cortical screw broke. The surgeon removed the broken screw. The surgeon drilled another screw hole with a 2.3mm drill bit. The surgeon inserted the locking screw in another screw hole. The shaft of screw broke again. The surgeon was not able to remove the shaft of broken screw. The surgeon is requesting an immediate investigation of the broken screws.